Manufacturer narrative:
Additional information: h6, h10. Device evaluation: ten samples of smiths medical cadd administration set were returned for analysis in an unused condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected on the housing nor the arch height. The samples were set for accuracy testing using solis vip pump to look for unusual functions. From the ten samples received, only 6 were tested due to the confirmation of reported failure mode, and sixth sample failed the accuracy test. The samples were also tested for delivery accuracy testing and passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical set, administration, intravascular leaked during testing. No patient involvement.